Manufacturer narrative:
The phny2 phenytoin reagent lot number is 896041. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable phny2 phenytoin assay results from several patient samples collected in sample tubes with a gel-separator tested on the cobas 8000 cobas c 502 module. The reporter provided one patient sample with discrepant results: the initial result from the module was 22 ug/ml the repeat result from another cobas analyzer was 31.3 ug/ml. The patient's family questioned the initial result after receiving the result of a second test. No result was deemed correct, as the customer believes that the separator gel in the patient sample tube may have caused the questionable results.